Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. During troubleshooting with tandem technical support the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer denied having done this. The customer's blood glucose (bg) level was 195mg/dl. Additionally, it was reported the pump delivered a bolus that the customer did not intend to deliver. Tandem technical support requested the customer upload the pump data so the pump logs could be reviewed to determine whether the bolus was programmed by the customer; however, the customer declined. Subsequently, the customer reported having difficulties accessing some of the pump features such as the history option. After attempting to access this feature multiple times, the screen became black. By the end of the report, the customer successfully unlocked the screen and was able to access the pump features. Customer reported that the event did not negatively impact blood glucose. Customer declined all attempts by tandem technical support to further troubleshoot the alleged issue.

Manufacturer narrative:
(B)(6) 2017: review of the customer's pump data logs verified customer unlocked the pump screen, programmed and delivered the alleged bolus. Additionally, the customer overrode the unit amount of bolus dosage. (B)(6) 2017: the customer's clinical diabetes specialist went through a touch screen test performance on the customer's pump and the pump performed as intended. Update to device code: per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."